Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir was being used with a cadd infusion pump. During the use of the product, a "no message" alarm and a "no disposable, clamp tubing" alarm frequently went off. There was no reported patient injury. See MDR 3012307300-2019-05810 for the report on the cadd infusion pump and 3012307300-2019-05808, 3012307300-2019-05121 and 3012307300-2019-05122 for the report on the other defective cassettes.